Event description:
The end of september of last year my life changed. I have been feeling very sick. My vision changed from one day to the next. My anxiety and depression is through the roof. My whole body feels like it's burning inside. My body is weak. I am very tired and my left leg below my knee is completely numb. Drs have run several tests on me and have not found anything. The only thing that anyone can think of is that it has to be that my saline mentor breast implants are making me ill. The symptoms I've mentioned above, are only a few of the hundreds I have. FDA safety report ID # (B)(4).